Manufacturer narrative:
The suspect device was returned for evaluation. There was no visible damage or to the biopsy device. The product evaluation did not observe a product problem with the temno biopsy device. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the biopsy needle did not fitting properly in the coaxial introducer. A new device was used to complete the procedure. No patient injury.